Event description:
Caller states the pt tested 7.3 inr and 3.1 inr on the coaguchek s system while a comparison lab returned as 2.2 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.